Event description:
Customer reported an error condition of vote-outs (non-numeric results) was generated for the white blood cell (wbc) and red blood cell (rbc) results when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the blood sampling valve and both cbc (complete blood count) lytic reagent pumps resolving the event. (B)(4). This MDR is related to MDR 1061932-2014-02437 for a similar issue at the same customer facility on a different date.